Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient experienced a cardiac arrest and expired while at home, on (B)(6) 2014. This nurse reported that the patient was not dialyzing at the time of the event. There is no allegation against any fresenius product in relation to the reported event. There was no reportable device malfunction and no peritoneal dialysis treatments were missed.